Manufacturer narrative:
The device was returned and evaluated and confirmed that the air/water cylinder and tube had foreign objects. Additional findings include; switch two had a cut and air water cylinder had no color. Suction cylinder also had no color. Cable unit and plug unit had corrosion due to water leakage. Due to burn on plastic distal end cover, insulation resistance value at distal end did not meet the standard value. Objective lens and light guide lens had a crack. Connecting tube had a wrinkle. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus that the screen was black with red stars on the video scope. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found; the air/water cylinder and tube had foreign material. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This supplemental report is being submitted to provide the correction of the initial MDR and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over five (5) years since the subject device was manufactured. Based on the results of the investigation, the probable cause of the malfunction could not be identified. The event can be prevented by following the instructions for use which state: IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection . IFU states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.